Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, the pulse generator went into backup vvi during the firmware upgrade. The patient did not have symptoms during backup vvi. There was full telemetry and no wand movement during the upgrade. The device displayed a message when the recovery file was downloaded. The device was restored through a device download; the upgraded was not performed. No additional information was available.